Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised to address pain and dislocation. Doi: 2008. Dor: (B)(6) 2018. Unknown hip.

Manufacturer narrative:
Product complaint # : (B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges inflammation,pain and discomfort,including when ambulating or moving to and from a sitting position,friction and wear between the cobalt-chromium metal head and liner cause large amounts of toxic cobalt-chromium metal ions.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.